Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7; -15.5/+5.5/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced low vaulting with rotation; refractive surprise; glare/haloes; low visual acuity; blurred vision. On (B)(6) 2022 the lens was explanted and later the same date a replacement lens of the same length; but different model/axis/power was implanted and this resolved the problem. The cause of the event was reported as a patient related factor and "other".

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, and dry. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens within specifications. H3 - device anticipated but not yet begun should, should have been selected in the initial medwatch report. Claim#: (B)(4).